Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight: unknown / not provided d10: concomitant medical product: xifnt3213, osseotite® tapered certain® implant 3.25 x 13mm, lot: 2120037557 xifnt3211, osseotite® tapered certain® implant 3.25 x 11.5mm, lot: 2120036185.

Event description:
It was reported that three implants were removed due to having damaged threads and non-integration. On the day of placement, doctor felt that the spirals didn't seem right. Edema and inflammation were reported as a consequence.